Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had vibration, the gear was worn, and failed pretest for vibration. The assignable root cause was determined to be traced to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that during pretesting, it was observed that the perforator device was broken, not spinning right and felt wobbly. During in-house engineering evaluation, it was determined that the perforator device was vibrating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.